Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/05/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient underwent resection and reconstructive surgeries to bladder, urethra and vagina due to mesh erosion into patient¿s organs and vessels. As the patient stated, the material caused an autoimmune foreign body response which led to an inflammatory process that broke down the material and it was "cheese wire thin¿ when found and had been moved by the biofilm of bacteria surrounding it. It was also reported that the patient experienced chronic pain, nerve damage and fibromyalgia. The remaining mesh located near the patient¿s femoral artery at this time. No further information is available.